Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a spi to motor pic communication error alarm on the insulin pump. Customer's blood glucose was 162 mg/dl. Customer stated that the battery icon shows full. Customer stated that it keeps alerting missed bolus reminder. Customer stated that she is able to clear it. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored 24 hours and no a39 alarm noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.